Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 01july2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the mean pressure gradient was 2mmhg. An xtw clip was inserted, and grasping was performed. However, after the leaflets were grasped, the mean pressure gradient increased to 9mmhg. Due to the increased gradient, the physician decided to remove and replace the clip. When the clip was removed, the gradient returned to 2mmhg. After inserting an ntw clip, a flail was observed on the posterior leaflet. It is unclear it this was pre-existing or a new flail. The clip was then deployed, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported tissue injury/damage cannot be determined. Tissue injury/damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.